Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause and outcome of the event were unknown. It was reported that the patient was not treated for the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.